Event description:
According to the rptr: during the case, the clip applier tore the artery from not releasing off the artery. Suture was used. No significant bleeding reported. The case was delayed more than thirty minutes.

Manufacturer narrative:
(B)(4).